Event description:
It was reported that prior to start a davinci surgical procedure the customer noted a 'broken cable' on the fenestrated bipolar instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of a broken cable. Visual inspection revealed drive cables and conductor wires being intact and undamaged at the wrist. The instrument was placed on an in-house is3000 system and driven. Instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clinical type evaluation did not find any issues. No physical damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.